Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 406 mg/dl at the time of incident and current blood glucose was 67 mg/dl. The customer¿s blood glucose over 500 mg/dl, 471 mg/dl, the customer treated with the insulin pump, insulin drip and manual injections. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose. The customer reported that there was no delivery alarm. The insulin pump will be and reservoir and infusion set will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip. (B)(4).